Event description:
In 2008, a female was implanted with a gore propaten vascular graft in an a-v access procedure in the upper arm from the brachial artery to the basilic vein. The following month, the patient presented with severe thrombosis without stenosis. A thrombectomy procedure was performed. The following month, the patient presented with severe thrombosis without stenosis and a vascular catheter was inserted. Approx a month later, a thrombectomy procedure was performed.